Manufacturer narrative:
B4: 13aug2021. The customer replaced the power switch overlay to resolve the issue. The unit was tested and it was returned to service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Event description:
The customer reported getting led alarm fault on power up. The customer confirmed diagnostic error code "alarm led failed." The remote service engineer (rse) recommended repair of the power switch overlay. The device was not in clinical use. No patient or user harm was reported.